Event description:
Vascular intervention case to treat in stent restenosis of the sfa. The physician began the procedure by placing an emboshield spider fx in the right popliteal. Prior to insertion of the turbo elite into the occluded sfa stent, the physician pre-dilated the proximal stent; after pre-dilation the insertion of the turbo elite was possible. The first lasing pass stopped after about 20cm. The vessel was dilated in the distal section and then followed with a second lasing pass. The turbo elite was then removed and the patient was treated with 3 drug coated balloons. Angiography showed a fine result in the sfa; however, the emboshield spider fx seemed to be filled with pieces of emboli and the distal vessels showed slow flow. The emboshield spider fx was removed and the patient was treated with medication. A follow up with the patient after 2 hours determined that flow was satisfying and the patient required no further intervention. In this case it is not known which device(s) may have contributed to the emboli since this was not noted until the case had been completed.

Manufacturer narrative:
Placeholder.